Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a manufacturer representative (rep) reported the patient stated they heard an alarm on the pump for over 3 days and they started having increased pain. The patient went to see their doctor and the pump was read. It was determined that a pump motor stall had occurred on (B)(6) 2021 there were no known factors that may have led or contributed to the issue. Diagnostics/troubleshooting includes the pump and logs were read and the alarm was silenced. Actions/interventions taken to resolve the event include surgical intervention where the pump was explanted and a new pump was implanted on (B)(6) 2021. It was noted the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's medical history was asked and will not be made available. No further complications were reported/anticipated.

Manufacturer narrative:
H3: evaluation of implantable pump serial number (B)(6) revealed residue in the motor gear train and identified wearing on the upper shaft of gear number two. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a healthcare professional (hcp), regarding a patient receiving morphine (10 mg/ml, 4.169 mg/day) via an implantable pump for non-malignant pain. It was reported the patient had a pump motor stall yesterday ((B)(6) 2021) with no emi, magnets or MRI. On (B)(6) 2021, the hcp cal led back and stated that the patient called and reported that the pump was alarming despite silencing the pump on friday. The caller stated the pump was in minimum rate. The caller also stated the patient was reporting swelling over the pump site. The hcp called back later and confirmed the pump was alarming due to stopped pump may exceed tube set.